Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the aspiration probe was bent. He replaced the bsv, which houses the aspiration probe, and the instrument was functional. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed the aspiration probe did not retract from a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.